Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported being concerned that their current device would not emit a tone if a possible malfunction were to occur and/or that the alert would not occur appropriately. The device remains in use. No patient complications have been reported as a result of this event.